Event description:
It was reported that the patient underwent a gynecological procedure to treat sui & pop on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/01/2016. Additional information: age/date of birth, brand name, common device name, model and lot #, implant date, contact office, PMA#, device manufacture date. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3554210 and product code 810081.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary and bowel problems, recurrence, bleeding, and dyspareunia.